Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months post implant, the right ventricular (rv) lead exhibited an alert for high bipolar thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.